Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitants: 02-010-03-0330 - logic cr femoral cem, right, sz 3, (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6). 204-34-04 - fluted stem extension 40l x 14 mm (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee on (B)(6) 2017. Approximately 1 year and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2019. The patient has suffered the following injuries, including but not limited to, severe pain, swelling, instability, falls, weakness, and limited mobility. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.